Manufacturer narrative:
Per -2005 final report. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all parts associated with these records conformed to material and dimensional specification at the time of manufacture. A post primary x-ray and pre-operative planning documents were provided but review of these documents could not determine the root cause of the reported instability, however, it was noted that the natural offset of the patient's right femur did not match that of the selected offset in total hip replacement. No further information could be provided for this case and it was confirmed that the explanted devices had been discarded by the hospital following the revision and thus could not be provided for examination. Based on the information provided, no further investigatopn can be conducted and it is concluded that a potential cause of the patient feeling unstable could be the discrepancy between the patients natural offset and that selected for the total hip replacement. Therefore, corin now consider this case closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this repot does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the head and liner after approximately 1 year and 4 months due to instability with no reported trauma.

Manufacturer narrative:
Per -2005 initial report: pre-operative planning documents and a post primary x-ray have been provided for this event and will be reviewed, details of this review will be submitted in a supplemental report upon completion of the investigation. It has been confirmed that patient medical history and the explanted devices cannot be provided. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outisde of the USA.

Event description:
Trinity revision of the head and liner after approximately 1 year and 4 months due to instability with no reported trauma.